Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's program was reading "cannot reach desired intensities." The patient only had one group a and that group was using electrode 3. After the rep checked impedances, they noticed that electrode 3 was over 40,000 and had a red x. The rep stated that electrode 6 was still green, but it had impedances of 37,000. The rep programmed 3 new groups that all used electrodes other than 3 and 6. The patient got effective coverage of painful areas. The issue was reported to be resolved. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2020, the patient's controller started displaying the settings not available message on the controller, and due to this message, the patient had been in pain because they couldn't increase the intensity. It was noted the patient was using group b program 1, and when they would increase past 4 the message would display. It was reviewed what the settings not available message means and they were redirected to see a physician or a manufacturer representative (rep) for reprogramming. A rep was notified to inform them of the patient's need for reprogramming. No further complications were reported or anticipated. Additional information was reported that the rep met with the patient, and the rep did reprogramming which resolved the patient's settings not available message and the patient's pain. No further information was reported. Additional information was received the manufacturer representative. It was reported that the patient could not achieve desired amplitudes. As rep interrogated the system, they saw that 0-7 was completely out of range 40,000 impedances and all but two electrodes #11 #15 were out on the other lead. Patient told the rep that they were in (B)(6) and the same thing happened with his remote and he saw someone down there. That representative told him one who lead was out 0-7 and programmed him on the other lead. No there are 6 of 8 out on his 8-15 lead. Patient reported no falls or no accidents. Rep programmed using the two working electrodes and patient left stating that he would like to get new leads placed before he heads back down to (B)(6) in case the other lead completely goes out. The issue was resolved. Hcp had no further information. Patient's weight was asked but unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional and patient, via manufacturer representative. It was reported that patient called stating he could no longer turn up the intensity on his programmer. Patient said he did not have any falls. He did say he met with a manufacturer rep in (B)(6), who interrogated his system and said he had one lead that was dead. So he programmed a, b, c on the one good lead. That was working fine until recently when he could not reach desired settings. Rep had the patient try all 3 groups and he got the same ¿cannot reach desired intensities" with each group, which lead rep to believe his one good lead is now ¿out¿. The rep notified patient's clinic and they are going to reach out to him to discuss future dates to come in. Hcp had no further information. Patient's weight was asked but unknown. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the wire was bad and wasn't functioning. The patient couldn't increase the intensity. The patient said one of the wires leading up the patient's spine was dead. A rep programmed it to work with only one wire and it worked for a while, but now it all went dead. The patient called the implanting hospital who couldn't help them at this time. The patient's back hurt. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported patient met with manufacturer representative (rep) at appointment "sometime in (B)(6)" in az to reprogram ins due to settings not available. Patient states during appointment, rep indicated that one of the leads was dead so rep reprogrammed ins to "get the intensity off of one line". Patient states reprogramming worked for a bit, but patient is again getting settings not available. The patient mentioned he has tried all programs (a, b, and c) and tried turning therapy down, as well as resetting controller, but patient still gets message. Considerations for message were reviewed and it was recommended the patient follow-up with healthcare provider (hcp) to assess ins both due to the ¿dead lead¿ and settings not available. The patient added that they cannot currently see hcp due to covid-19. No further complications were reported/anticipated.